Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - right. Reason(s) for revision: periprosthetic osteolysis (periacetabular). Update received tues 3rd dec 2013 - additional reasons for reason - component loosening (cup) & pain, revision hospital - (B)(6). Implant surgeon - (B)(6). This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update 7 aug 2015: rec'd (B)(4) update, marked com as legal, added kid, mw fields, exp/man dates for all products.